Event description:
It was reported that the implantable cardiac defibrillator (ICD) reached elective replacement indicator due to possible premature battery depletion. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary (B)(4) - the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Analysis data was collected from the device. The device recommended replacement time on (B)(6) 2012, was less than or equal to 2.6251 volts. The weekly battery voltage trend data shows the battery equal to 2.632 to 2.605 volts between (B)(6) 2012. There were three patient alerts for low battery voltage between (B)(6) 2012.